Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient experienced a cerebrovascular accident. The cause of the cva remains underdetermined. The patient was transferred to a rehabilitation facility and remains under medical supervision. There have been no reports of further complications regarding this event.